Event description:
New information was received 29.08.2025: the failure occurred during normal maintenance. There was no patient involvement and there was a replacement device in place. Therefore the status of the initial event is changed to not reportable.

Manufacturer narrative:
Additional information is provided to correct the severity of this event to non-reportable in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: short circuit; the fuse keeps blowing. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).